Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The implantable device alarm activated and the patient was seen at the hospital for interrogation of the device. The lead impedance was low. An x-ray was planned. The lead was abandoned and replaced. Additional information was requested regarding the x-ray results and type of device alarm seen, but no further information was provided.